Event description:
A us distributor contacted zoll to report that garment strap sits over a surgery incision on the patient's shoulder and has been causing the wound to bleed. There was no alleged device malfunction contributing to the irritation. The patient reported that they went to the ER where the staff redressed the area. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.